Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the tip of a se electrode broke off into the pt's joint space. The fragment was retrieved from the body and the procedure was completed successfully, without further issue or harm to the pt. The surgeon reports that this same issue happened 4 other times within the past 6 weeks, with one of the lots being the same as this one. No further details for these other events were made available. All the complaint devices have been discarded by the user facility. See associated mdrs 1221934-2008-00533, 1221934-2008-00534, 1221934-2008-00535 and 1221934-2008-0056.

Manufacturer narrative:
Nothing is being returned for examination, the device was discarded by the user facility. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. All the pieces were retrieved from the pt, and there were no pt consequences. However, if this was to recur and the broken fragment not retrieved from the patient, it is possible that pt injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause other than the above hypothesis, a follow-up report will be filed.